Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d4 (expiration date), d8, h2, h3, h4, h6. The device was returned to olympus for inspection and the customer's reported issue was not confirmed. The cutting wire was not broken. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cutting wire on the sphincterotome broke. The event occurred during a diagnostic endoscopic retrograde cholangiopancreatography (ecrp) and the procedure was completed using another device. There were no reports of patient harm.